Event description:
The customer reported the ventilator restarted while in use on a pt. The customer reported the ventilator did alarm, and there was no pt harm. The MFR's field service technician was unable to duplicate the customer reported problem. The service technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart. Extended self testing (est) was performed, and all tests passed per operating specs.

Manufacturer narrative:
Na